Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the scrub technologist noticed that the middle of penumbra system ace 64 reperfusion catheter (ace 64) was severely kinked upon removal from the packaging. The kinked ace 64 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 64.

Manufacturer narrative:
The penumbra system ace 64 reperfusion catheter (ace 64) was kinked approximately 59.0 and 102.0 cm from the hub. Evaluation of the returned device confirmed it was kinked. This type of damage typically occurs due to improper handling during preparation for use. If the ace 64 is forcefully withdrawn from the packaging shell before the tubing tray is removed, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.